Manufacturer narrative:
Manufacturing site: (B)(4). When the affected devices were returned to the manufacturer, reportable damage (possible retention of device fragments in the patient's vasculature) was recognized for the first time; therefore, the manufacturer's awareness date is considered the date the devices were returned. The reported corsair pro xs microcatheter and the fielder xt-r guide wire were returned for evaluation. Both devices were stuck to one another and approximately 55mm of the distal fielder xt-r were out of the tip of corsair pro xs. The tip of corsair pro xs was significantly twisted due to excess torquing. At the distal side of the tip of the corsair pro xs, the coil of fielder xt-r was loosened due to accumulation of torsion. Microscopic observation found that the tip of corsair pro xs was twisted off and the polymer jacket of fielder xt-r was torn secondary to loosening of the coil. X-ray observation found that the coil of fielder xt-r under the twisted tip of corsair pro xs was disarranged and loosened but remained in one piece. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation of corsair pro xs had most likely contributed to the reported fusing on fielder xt-r. The tip of corsair pro xs was likely caught and restricted its movement by the lesion. As the tip being hold, applied torque made the tip of corsair pro xs to be twisted and fused on fielder xt-r. It was likely that the distal part of the tip of corsair pro xs was torn off at this point. Further applied torquing manipulation on corsair pro xs made torsion to accumulate on fused fielder xt-r. Consequently, the coil became loosened to tear the polymer jacket. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) Always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) [Malfunction and adverse effects] separation.

Event description:
It was reported that an asahi corsair pro xs microcatheter was used with an asahi fielder xt-r guide wire in a percutaneous coronary intervention (pci) to treat an unspecified lesion in the left circumflex artery (lcx). After rotating the microcatheter in both directions, it got stuck on the guide wire. Both devices needed to be removed together.